Manufacturer narrative:
Device evaluation of electrode belt (B)(4) has been completed. The reported problem (unable to complete incoming functionality testing) has been confirmed. Upon investigation the cable connecting the distribution node (dn) to the rear therapy electrodes was pulled out of the dn, damaging wires in the cable. The root cause for the damaged cable was excessive force. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor contacted zoll to report that an electrode belt was unable to complete incoming functional testing.